Event description:
A 7 year old female had a hand injury and used an ace self adhering wrap. Placed around 7 p.m. And slept all night. Woke up with itching to area covered by bandage, as well as to one cheek of her face, where she had rested her face on the bandage while she slept. Attempted benadryl cream as well as hydrocortisone cream and oral claritin. Areas did not improve after 24 hours. Hands began looking blistered. Went to urgent care and received oral and topical steroids. Dates of use: (B)(6) 2023 - (B)(6) 2023. Reason for use: sprain of right thumb.